Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for diabetic ketoacidosis and high blood glucose on (B)(6) 2017 at 10:46 am. The customer¿s blood glucose at the time of the admission was over 600 mg/dl. The customer had symptoms such as nausea and body aches. The infusion set¿s cannula was bent. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The insulin pump will not be returned for analysis.